Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 was connected, and the power supply started beeping and didn¿t stop. This happened without activating the device. It stopped only when they disconnected it. They tried different cords which had no effect. They used a new kit to complete the case. No complaint about the power supply, it worked as it should with the new device. No harm or added incisions.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID#:(B)(4). Corrected section: h-6 from ¿1211¿ to ¿1525¿.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: investigation findings-- code "170" has been replaced with code "706" investigation conclusions-- code "23" has been replaced with code "25."

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 01/24/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw due to clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it self-activated as soon as power was turned on to the device and would not turn off unless the power was turned off from the power supply. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device remained activated during the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was not performed due to the device remaining activated. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was not conducted due to the device remaining activated. An engineer evaluation was requested. An engineer evaluation was conducted on 03/22/2023. The complaint device was connected to the complaint lab hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010)was switched to the on position and the toggle on the handle of the complaint vh4000hemopro2 tool was pulled back to the activation (power on) position, the heating element on the primary jaw heated up, which is normal. To replicate the complaint failure the complaint vh-4000 hemopro2 tool was cycled on and off multiple times. On the eleventh on and off cycle, the hemopro power supply made the audible beeping sound which signals that electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws did not heat up, which is not normal. Because the heating element on the jaws did not heat up, this points to an electrical short that is potentially located in the handle of the complaint vh-4000 hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle, it was observed that the sharp ends of the welded wires on the poly- fuse were going into the wire insulation of one of the wires that starts at the hemopro2 tool bulkhead cable connector and ends at the normally open switch terminal. The white silicone rubber insulated wire that goes from hemopro2 tool bulkhead cable connector to the normally open switch terminal was visually inspected under magnification. It was observed on the white silicone rubber insulation, that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the wire insulation. This resulted in an electrical short where the sharp ends of the wire, that penetrated the white silicone insulation, had contacted the metal wire underneath the wire insulation. Based on the results of the evaluation as well as the engineer evaluation, the reported failure "device remains activated ¿ was not confirmed, but the analyzed failure "failure to deliver energy" was observed. The lot # 3000283678 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.